Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has an error 7, fa overheating error. There was no patient involvement.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) unit has an error 7, fa overheating error.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, e1(reporter should be blank), h6(problem code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse cleaned the dust from the unit to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) unit has an error 7.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.